Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set had the tubing separate from the hub causing a leak. The separation had occurred at the clear end of the set. This occurred during an unknown process step and with an unknown solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.